Event description:
Constant issues with medtronic 780g sensor lasting the 7 days it is supposed to. Medtronic claims 5 days now but rarely last past 4 days. Expensive product with constant failing for no apparent or explained reason.